Event description:
Patient reported erratic blood glucose (50-400 mg/dl). Patient indicated that he stopped using the device per physician's recommendation. Patient indicated that he switched to back-up device and his blood glucose has returned to normal.